Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had open areas under on her back and under the right breasts. There was no alleged device malfunction contributing to the irritation. A cream and bandages were being applied at the hospital. There are no allegations that the patient was in the hospital due to the irritation. Follow up indicated that the irritation has improved and there are no visible lesions.